Event description:
The facility reported a pump with failure code 812:02 channel a. This failure code occurred after use. There was no patient injury or medical intervention necessary according to he hospital representative. No add'l info is available.